Event description:
This fidelis rv lead was implanted on (B)(6)2005 and remains implanted at this time. A call to technical services placed on (B)(6)2013 stated that the patient was in emergency room because patient received inappropriate therapies due to oversensing of rv lead noise. Patient received 1 o atrial tachy responses and 6 shocks across multiple episodes. Therapy was not exhausted. There have been no pauses as a result of noise. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), florida. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).